Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 19 inappropriate shocks for rapidly conducted atrial fibrillation (af). The patient report in the days preceding the inappropriate shocks they had run out of their medications. The patient was hospitalized, and the device was reprogrammed. Since the reprogramming and the compliance with medications, there have been no more incidences of inappropriate shocks.